Manufacturer narrative:
Device evaluation summary: since no serial number was printed on the returned devices, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products received were analyzed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the sm mpp gel 450cc breast implant had a tear on the posterior view, measuring approximately 0.4 cm. Additionally, shell abrasion was observed on the edges of the tear. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
One 450cc mentor memorygel breast implant (patient's left side) was received by the mentor failure analysis lab on (B)(6) 2025, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. On (B)(6) 2025, the product investigation determined that the breast prosthesis had a tear on the posterior view, measuring approximately 0.4 cm. Additionally, shell abrasion was observed on the edges of the tear. This will be conservatively reported to FDA. This medwatch form is for the left breast prosthesis.